Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5124960 / 5137609. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5090347 / 5114336.

Event description:
It was reported that the patient was experiencing pain at the ipg site as the ipg was visibly sticking out. No skin breakage. The patient underwent full system replacement procedure and was doing well postoperatively. The explanted device components were not return as per hospital policy.